Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing on atrial channel on current stored episode electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.